Event description:
International customer reported that her son had a surgical repair of a perforated bowel with a diverting ileostomy fourteen years ago. The child was 5yrs old at that time. The customer reports that at time the suture failed to absorb and an area of granulation developed. No further details were provided about this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.